Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the device broke while the dentist was applying some pressure on it. The practitionner reported that the device did not lock as it should, but there was no information on the use of the device. Indeed, ups twist needs to be locked by twisting the ergot in the handle so that the tabs come to be lodged in the "l-shape". The report mentions that the dentist has used usp for years, but locking system of the usp twist is utterly different and do not work if used as usp "classic". Therefore, pending qa investigations findings, the most plausible root cause could be a use error of the device. Cause investigation and conclusion following qa investigations, no quality defect of the injection device was detected. Although there was no sufficient information on the details of the incident, as the dentist did not answer to manufacturer's dedicated questionnaire, the privileged root cause of the defect was determined to be the use error of usp twist and usp twist handle during assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle. Consequently, it has been recommended to provide additional training to the practitioner about the use of usp twist part a (injection device) with usp twist part b (handle). Final comments from the manufacturer and conclusion this is the second complaint for a "injection device disassembling" defect with batch number f51709aa (201'400 devices). The type and batch number of the handle use was not communicated. The practitioner did not respond to the questions from the dedicated questionnaire sent by manufacturer, did not communicate the handle batch number and did not returned samples. No quality defect of the injection device was observed during investigations. The privileged root cause of the defect is the use error of usp twist and usp twist handle during assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle.

Event description:
Spontaneous report, from france. Local reference: #(B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 08-apr-2021 from dentist by sale representative and follow-up #1 information was received on 24-may-2021 from quality department. Both reports are integrated into the narrative below. The report described a desassembling of the suspected device ultra safety plus twist, leading to a needle breakage in the gum tissue in an unidentified patient (no age or gender) during a dental anesthesia procedure. The body of the medical device did not lock or badly and took off as soon as there was pressure and caused needle breakage in the gum tissue. No information was provided on the dental procedure performed, the number of injection, if there was an extreme pressure applied or a sudden movement of patient during the procedure. At the time of this report, no damage occurred on patient. Quality investigation results: no quality defect of the injection device was observed during investigation. The privileged cause of the defect was the use error of usp twist and usp twist handle during assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle. Consequently, a formation of the practitioner about use of usp twist part a with usp twist part b (handle) was recommended. Other information on product: septodont batch number #a97898, expiry date: uu-oct-2025; sofic batch number #f51709aa, expiry date: 30-oct-2025 fu#1: quality investigation report available. Sender comment: causality assessment on 04-may-2021, on initial information received on 08-apr-2021: causality reassessed on 26-may-2021 on follow-up #1 information received on 24-may-2021: a. Seriousness: serious b. Expectedness: embedded device: unexpected fr device malfunction: unexpected fr needle issue: unexpected fr device breakage: unexpected fr c. Causality a) latency - b) recognized association - no c) analysis - following qa investigations, no quality defect of the injection device was detected. Although there was no sufficient information on the details of the incident, as the dentist did not answer to manufacturer's dedicated questionnaire, the privileged root cause of the defect was determined to be the use error of usp twist and usp twist handle during assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle. Consequently, it has been recommended to provide additional training to the practitioner about the use of usp twist part a (injection device) with usp twist part b (handle). Therefore, pending the causal relationship was assessed to be unlikely due to the device and more likely due to use error by the practitionner. D) dechallenge - n/a e) rechallenge - n/a concluded causality who: unlikely.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the device broke while the dentist was applying some pressure on it. The practitionner reported that the device did not lock as it should, but there was no information on the use of the device. Indeed, ups twist needs to be locked by twisting the ergot in the handle so that the tabs come to be lodged in the "l-shape". The report mentions that the dentist has used usp for years, but locking system of the usp twist is utterly different and do not work if used as usp "classic". Therefore, pending qa investigations findings, the most plausible root cause could be a use error of the device.

Event description:
Spontaneous report, from (B)(6). Local reference: #(B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 08-apr-2021 from dentist by sale representative. The report described a quality defect in the ultra safety plus twist needle, leading to a needle breakage in the gum tissue in an unidentified patient (no age or gender) during a dental anesthesia procedure. The body of the medical device did not lock or badly and took off as soon as there was pressure and caused needle breakage in the gum tissue. No information was provided on the dental procedure performed, the number of injection, if there was an extreme pressure applied or a sudden movement of patient during the procedure. At the time of this report, no damage occurred on patient. Other information on product: septodont batch number #a97898, expiry date: uu-oct-2025; sofic batch number #f51709aa. No more information was available. Sender comment: causality assessment on 04-may-2021 by qw, on initial information received on 08-april-2021: seriousness: serious. Expectedness: embedded device: unexpected fr. Device malfunction: unexpected fr. Needle issue: unexpected fr. Device breakage: unexpected fr. Causality. Latency. Recognized association - no. Analysis - based on the first information available, the device broke while the dentist was applying some pressure on it. The practitionner reported that the device did not lock as it should, but there was no information on the use of the device. Indeed, ups twist needs to be locked by twisting the ergot in the handle so that the tabs come to be lodged in the "l-shape". The report mentions that the dentist has used usp for years, but locking system of the usp twist is utterly different and do not work if used as usp "classic". Therefore, pending qa investigations findings, the most plausible root cause could be a use error of the device, and the causal relationship was not assessable. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: not assessable.